Event description:
A report was received that the patient's ipg moved and the patient is experiencing a burning sensation at the pocket site. The patient underwent a pocket revision to make the ipg deeper. The patient is doing well following the revision.